Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error, motor position encoder error and pump error. The customer¿s blood glucose level was 167 mg/dl. The customer reported that they received pump error and motor error. It was reported that they had motor position encoder error. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, self test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm and unexpected alarm noted. The motor was tested outside of the device and passed. Unable to confirm displayable history crc check failed on startup alarm due to overwritten history file. (B)(4).